Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013. According to the complaint, the patient underwent his third bronchial thermoplasty procedure to the left lower lobe on (B)(6) 2013. The procedure was completed successfully with no issues noted. Following the procedure, the patient developed mucous plugging of "minor severity" within the airway. On (B)(6) 2013, the physician removed the mucous plug during a second bronchoscopy with no complications.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. (B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The risk of the reported event is documented within the labeling under bronchial obstruction as a potential adverse event that may occur. Therefore, the most probable root cause classification is anticipated procedural complication.